Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was oversensing crosstalk and inappropriately mode switched caused by competitive atrial pacing (cap) resulting in pacemaker mediated tachycardia (pmt). No changes or interventions were performed. The patient condition was unknown.

Event description:
New information noted the pacemaker was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported events of crosstalk, inappropriate mode switch, competitive atrial pacing, and pacemaker mediated tachycardia were not confirmed. The pacemaker was returned for analysis. Electrical, mechanical, visual, and longevity assessments were normal with no anomalies found.